Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. From risk assessment completed for this products failure mode it can be concluded that the failure mode is documented in the applicable dfmea, and the occurrence rate is being investigated under CAPA: 06103. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f12: serious injury/ illness/ impairment. Event description: ecn event description: small/moderate baseline effusion noted at the start of the procedure. Completed pvi procedure and during post map noted a pressure drop. Checked effusion on way out and noted increase. Chest was then tapped and drained 360ml. Patient remained stable the entire time and was extubated and woke up without issues. Will continue to monitor. Patient present at time of event? Yes, patient. Complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes, please describe the way in which the device or procedure caused or contributed to the patient complication? It is believed that the rosen wire perfed an unknown area of the la medical or surgical interventions: chest tap, 360ml taken off. Patient admitted to hospital beyond the standard of care: no patient outcome: fully recovered procedure number: pn-2973945. Event date: 2025-12-26. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion.